Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the sensor board issue was found to be the presence of a foreign contaminate to the barometric pressure sensor diaphragm membrane. In addition, two cold solder joints were observed on the barometric pressure sensor.